Manufacturer narrative:
The investigation of positioning issues has been completed. Clinical reported the physician pulled the pump out when attempting to reposition the pump after getting placement signal low alarms. Pump was returned with the cannula bent in the packaging which caused a kink, unrelated to the failure mode. The inflow cage was also deformed. The root cause of the positioning issues was most likely use related since the physician pulled out the pump. D9 date device returned to manufacture was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26297. H3 selection was inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26297, since the device was returned at the time of the initial report. H6 type of investigation code 4114 was inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26297.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that the automated impella controller (aic) was alarming placement signal low. The physician attempted to move the cp back, but the cp got pulled out. A new impella cp was placed. No patient harm was reported.